Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega ps gliding surface. According to the complaint description foreign particles were found during surgery. Two foreign particles were found in a sterilization package. No sample / pictures are available. There was no patient harm. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the packaging was investigated visually and microscopically. Only one "foreign particle" was found in the provided sterile packaging. This particle was sent to our internal laboratory for further investigation. This investigation has shown that the particle is a plastic particle: "the foreign particle was determined with the ftir microscope. It is a plastic, with a probability of 89% pp (polypropylene)" the original origin of the foreign particle could not be conclusively clarified. The implant component is sterilised with an electron beam in the sealed sterile package. This means that if a foreign particle inadvertently gets into the still open package, the partikel also sterilised by the electron beam. Therefore, if any of these particles were to enter the patient's op field, a biological reaction is not expected. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. As this is the only case in the last three years with foreign particles in packaging this will be assessed as a single case. The packaging processes in the responsible production department are validated. The packages itself will be reviewed by 100 per cent visual inspection within the production process. Based upon the investigations results a CAPA is not necessary.